Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05146, 0001825034 - 2018 - 05147, 0001825034 - 2018 - 05148.

Event description:
It was reported that approximately 2-4 weeks post implantation, the patient had presented with scabbing over the surgical incision, which the patient removed. Thereafter, the patient noted some dehiscence and concern for potential infection. No pain was noted, but there was thick, fibrinous material at the base of the incision, involving about half of the surgical incision. No drainage expressed. Patient thus underwent irrigation and debridement with application of wound v.a.c due to non-healing surgical wound. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event can be confirmed by op notes. Patient underwent r hip irrigation and debridement. Wbc count of fluid retrieved during procedure was 550, which was not elevated. Fascia of the tensor was intact and surgeon noted no direct communication with the hip joint, therefore the hip joint was not open. Information included in the per reported cultures taken intra-operatively revealed mrsa. This cannot be confirmed due to no medical records or test results provided. A definitive root cause cannot be determined with the information provided. It is important to note that the doctor mentions in the operative note the patient had resumed her rheumatoid arthritis medications orencia as well as methotrexate. A side effect of methotrexate is immune suppression and can put a patient at increased risk to get infections. This may have been a contributing factor to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.